Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and internal components of the catheter handle ripped out. It was reported that when the physician disconnected the catheter cable in order to release some torque, the internal components of the catheter "ripped out." The catheter was replaced, and the issue resolved. The procedure continued. No difficulty was experienced while maneuvering the catheter or during the withdrawal. The sheath used was a 8.5 fr m curve agilis sheath abbott.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and internal components of the catheter handle ripped out. It was reported that when the physician disconnected the catheter cable in order to release some torque, the internal components of the catheter "ripped out." The catheter was replaced, and the issue resolved. The procedure continued. No difficulty was experienced while maneuvering the catheter or during the withdrawal. The sheath used was a 8.5 fr m curve agilis sheath abbott. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection evaluation of the returned device. Visual analysis of the returned sample revealed the connector was loose from the handle of the device. The catheter was visually inspected, and the handle was found with the electrical connector loose; however, polyurethane (pu) was visualized on the connector and it was applied according to the manufacturing specs. The oppressor screw was found in its place. This issue could be related to the handling but, it cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).